Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional device type is as follows: PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes are under filling during use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing under filling. Additionally, on (B)(6) 2020 the customer provided the following additional information: please disregard the complaint. We received confirmation that the tubes are filling properly.

Event description:
It was reported that tubes are under filling during use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing under filling. Additionally, on (B)(6)2020 the customer provided the following additional information: please disregard the complaint. We received confirmation that the tubes are filling properly.

Manufacturer narrative:
H.6. Investigation: bd received no samples and one photo from the customer facility for investigation. Based on the visual inspection/evaluation of the photo, bd did not observe customer¿s failure mode of underfill on the product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.